Event description:
It was reported that an asymptomatic patient presented in clinic with multiple noise reversions episodes. During the noise reproduction, decreased rv lead impedance was also observed. The lead was capped on (B)(6) 2017. The patient was stable before and after the procedure.